Manufacturer narrative:
Manufacturer reference#: (B)(4). Introducer returned to manufacturer. Investigation is still in progress.

Event description:
Description of event according to complainant: upon deployment, it was very difficult to release the trigger wires. Wires were able to be released individually with hemostat. Due to manipulation required one of the nitinol wires broke. Ultimately, the procedure was successful and the device was placed in the patient. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Summary of investigational findings: examination of the returned delivery system showed no marks or scratches on the green trigger wire knob. This indicates that the user has not been rotating the green trigger wire knob, which is consistent with the IFU. Rotation of the green trigger wire knob is probably not the reason for the difficulties. Microscopic examination of the trigger wires showed irregular black stains. This is highly likely due to inadequate coating on trigger wires. Based on the provided information and examination of the returned delivery system, it was possible to conclude that inadequate coating of trigger wires is the most likely reason for the difficulties regarding release of trigger wires. No evidence to suggest product was not manufactured to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: upon deployment, it was very difficult to release the trigger wires. Wires were able to be released individually with hemostat. Due to manipulation required, one of the nitinol wires broke. Ultimately, the procedure was successful and the device was placed in the patient. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.